Manufacturer narrative:
After the customer called in to report the issue, an olympus field service engineer (fse) was dispatched to the facility. The fse replaced the cover and push plate of the device. The equipment was verified according to the instructions. All electrical safety tests were passed. The device is not scheduled for returned. If additional information becomes prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that the lid on their olympus endoscope reprocessor was broken. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
Upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.